Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 72 mg/dl. Prior to going to the ER, the customer consumed carbohydrates to address the low bg. While in the ER, the customer did not receive additional treatment and was only observed. The customer was released from the hospital a few hours later with no permanent damage and the reported issue was resolved. The customer's parent alleged that the pump delivered a 6-unit bolus without user input. A system check was performed on the pump and it was determined that the pump was functioning as intended and that the customer did request and deliver the bolus. The customer continues using the pump for insulin delivery.